Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, removed scar tissue, repositioned the stimulation lead beneath the platysma, added a layer of fat over the area, re-sutured, and closed. Patient was placed on IV antibiotics and was prescribed oral antibiotics.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, removed the ipg and stimulation lead, and closed the incision.